Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 9-october-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the washer electrode assembly. All errors cleared and the aia-1800 instrument is operational. No further action is required by field service. The most probable cause for this event is the washer electrode assembly.

Event description:
On (B)(6) 2015, a customer reported that a message appeared to replace the wash but there was still ¼ of the wash left on the aia-1800 instrument. The customer is unable to run patient samples on fsh, prl, bhcg, e2, prog and lhii. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh, prl, bhcg, e2, prog and lhii. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.